Event description:
Boston scientific received information that this patient had fluctuation left ventricular lead impedances. This information was provided to the physician via the latitude home monitoring system. Upon a follow up, it was discovered that this left ventricular body had separated from portion of the lead which was connected into the device, thus a lead fractured was confirmed. In addition, loss of capture was confirmed. A revision procedure took place. The whole lead could not be retrieved from the body thus a portion of this lead was left inside the patient. No further adverse patient effects were reported. A new competitor lead was implanted.

Manufacturer narrative:
This report has already been submitted. (B)(4).

Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
.